Manufacturer narrative:
(B)(4). Lab tests: (B)(6) 2014: tte = mr severity (1+) mild, mitral valve mean gradient 3.4 mmhg; (B)(6) 2014: electrocardiogram(ECG); (B)(6) 2014: tte = mr severity (2+) moderate, mitral valve mean gradient 4 mmhg, left ventricular ejection fraction 32%, no increase in left ventricle. Size. Mitraclip firmly seated. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, the study physician now indicates that the mitraclip device is not related to the worsening mitral regurgitation.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the cds. The reported patient effects of worsening mr and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This mitraclip delivery system report is being filed for the recurrent mitral regurgitation (mr). It was reported that one mitraclip was implanted on (B)(4) 2014 reducing the mr from 4+ down to 1+. The patient had two occasions of worsening volume overload on (B)(6) 2014 with an increase in the patient weight. The volume overload improved with medication and the hospitalization was prolonged with the first incident of overload. The 30 day transthoracic echocardiogram on (B)(6) 2014, found mr increased from 1+ to 2+ with the mitraclip firmly seated. The patient had symptoms of fatigue and orthopnea. There is no intervention planned at this time. The patient will be monitored. This mr increase was listed by the study site as possibly device related. The physician reported that medically undertreated congestive heart failure was the cause of the recurrent mr. Part of the under-treatment was due to the patient's non-compliance. The patient's medications for congestive heart failure were adjusted and the volume overload has improved. The fatigue and orthopnea resolved. There was no additional information provided.